Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high capture threshold was noted on the right ventricular (rv) lead due to a dislodgement. The rv lead was re-positioned on (B)(6) 2019; however, the lead displaced again on (B)(6) 2019. The lead was explanted and replaced to resolve the issue with no adverse consequences to the patient.